Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the device leaked during preparation. A leak has the potential to cause or contribute to adverse patient effects if it were to reoccur during use. It was reported that during preparation of the steerable guiding catheter (sgc), the sgc could not hold column and a leak was suspected; thus, the sgc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure. There was no additional information provided.